Event description:
The patient's wife said that the unit did not produce oxygen and did not display an error which lead to brian, patient, having copd exhaust and he could not catch his breath. They called 911 and transfered him to the ER where he was hospitalized.

Manufacturer narrative:
The device was returned and the columns were replaced.